Manufacturer narrative:
On 11/3/2020, it was reported to mentor that the affected devices were left side: mentor memorygel breast implant 600cc, catalog number 3506004bc , serial number (B)(6), lot 6827989; right: mentor memorygel breast implant 600cc, catalog number 3506004bc , serial number (B)(6), lot 6831755. The replacement devices were mentor memorygel breast implant 800cc. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness , deflation, acquired deformity nos. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast reconstruction primary with an unspecified mentor saline breast implants 600cc and suffered from generalized illness symptoms, bilateral deflation, and ¿right side looks concaved by chest area¿. The patient experienced: ¿ heavy chest feels like elephants are laying on chest, lethargic and tired, there is not the right amount of oxygen going to heart, blood pressure went way up¿. As a result, the patient is going to undergo removal and replacement on (B)(6) 2020. This medwatch is for the right breast implant.